Manufacturer narrative:
Eval in progress, but no conclusions have been reached. Device repaired and returned.

Event description:
During preventive maintenance of the heart-lung console, one of the two power supplies for the system had failed. The device can still operate with one power supply; however, backup battery supply may be affected. The power supply was replaced and the console was restored to full function. There was no adverse consequence to the pt as a result of this event.